Event description:
It was reported that the rv lead exhibited high out of range pacing impedances spikes measuring greater than 2000 ohms. Here was no sensing issues observed and the patient doesn't rv pace. Technical services (ts) recommended either continuing to monitor or replacing the rv lead. The physician elected to continue to monitor. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).